Event description:
Extreme pain in pelvis area, back and pain down my legs. Uterus and ovaries feel swollen all the time. Left ovary feels like it's twisting. Menses are excruciating, heavy bleeding, lots of clots, severe cramping in stomach, back and down legs. Constantly bloated. Breast always hurts. Hormones are out of wack. Can't sleep. Extreme chronic migraines even for weeks at a time. Varicose veins have increased. Tooth decay since then. Mood swings chronically.